Event description:
It was reported that, "one end of ankle clamp broke when dr opened it to use in surgery. Physician's assistant held clamp in place during placing of block."

Manufacturer narrative:
DHR, complaint history review. Evaluation summary - the results of the investigation indicate that this event is related to a trend where the triathlon tibial ankle clamp plastic flippers are fracturing. The results of previous investigations and discussions with product development indicated that an extreme amount of force would have to have been applied to the device in order to fracture the arm. The returned device was manufactured prior to design change, which added brackets inside the plastic portion of the ankle clamp yoke and changed the inner geometry of the ankle clamp flippers to improve the overall strength of the device. The device manufacturing history record indicates no reported discrepancies that would have contributed to the reported event.